Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2500mcg/ml fentanyl at 600mcg/day and 500mcg/ml baclofen at 120mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump had eroded through the skin. It was reported that the patient had an infection. The infection was confirmed and the strain was unknown. The pump was protruding through the skin. The pump and catheter were explanted. No further complications were anticipated/reported.